Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the device was giving out inaccurate readings. The device was set at a 100% but the sensor was reading only 87%. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: analysis on the log file shows that the o2 supply flow restrictions caused too low o2 flow at 100% o2 setting. This has led to the designed/intended system reaction that the vent has added blower air to keep-up the ventilation performance at the expense of a reduced fio2. In such cases, the software is triggering alarm 272- "o2 supply insufficient". It has been determined that the issue was caused by o2 supply flow restrictions.